Event description:
The customer reported via phone call they were experienced high blood glucose level. The blood glucose value was 440 mg/dl. Customer stated that the insulin pump retainer ring was cracked. Customer reported that the reservoir was not able to lock in place when inserted into pump. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.